Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl and went up to 475 mg/dl on (B)(6) 2018. The customer¿s current blood glucose was 216 mg/dl and before call today it was 272 mg/dl. The customer treated with insulin pump. The customer also reported blank display on insulin pump. Troubleshoot was done, however the display did not return. Assisted customer in performing a self test. Self test was passed. Assisted with performing the high pressure test. Test was failed. Advised customer to revert to back up plan. The customer declined to troubleshoot for high blood glucose. The product was returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify lost sensor alarm, failed battery test alert and unexpected battery power loss anomaly due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.